Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 300-380 mg/dl. The infusion set had been used for two to three days and for one set less than 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.